Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a pre-existing condition of psoriasis with very dry and flakey skin and the lifevest is exacerbating the symptoms. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a medicated cream for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.